Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited undersensing, and the device was exhibited this as - asystole -. The device was reprogrammed successfully and the patient was doing fine.